Manufacturer narrative:
The other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained fentanyl, an unknown brand of baclofen, and marcaine all with unknown concentrations and doses. It was reported a catheter event had been confirmed. The representative also said there were volume discrepancies, but they didn¿t have any additional information about the discrepancies. The catheter had a tear/hole/fracture in it, and the damaged catheter was diagnosed using a dye study. Reported symptoms included increased pain and withdrawal symptoms. The change in therapy/symptoms was considered gradual. The representative said the hcp made it sound like it had been going on for a little while. The catheter was also leaking right before the tip. The catheter was going to be replaced the day of report. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-jun-26 from an hcp via the representative reported the cause of the volume discrepancies was that the catheter was not functioning properly. The symptoms had resolved. The explanted catheter went to the hospital analysis lab. According to a chart, the patient¿s weight was (B)(6), but the patient recently had legs amputated, so the representative didn¿t know how accurate the weight was.